Manufacturer narrative:
The device remains in the patient and is not available for evaluation. Without a product sample, we are unable to confirm the reported issue or identify the root cause. However, as indicated by the customer, t12 had bone fracture before the initial surgery and the implants might have received a big load because there was a big gap/big height difference between superior vertebral body and inferior vertebral body of fixation area after the initial surgery. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No trends were noted. At this time, the complaint is considered to be closed. Device remains in patient.

Event description:
International affiliate reports t12-l2 instrumentation was done using anterior expedium for bursting fracture of l1. After the surgery, the surgeon found two monoaxial screws and two staples had backed out of position. According to the surgeon, t12 had bone fracture before the initial surgery and the implants might have received a big load because there was a big gap/big height difference between superior vertebral body and inferior vertebral body of fixation area after the initial surgery. Revision surgery is not scheduled. The surgeon will continue to follow up see mfg medwatch report numbers 1526439-2012-00246, 1526439-2012-00247, and 1526439-2012-00249 for the other devices involved in this event.